Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced infusion set cannula kinked within 3 or more hours after insertion at abdomen on (B)(6) 2025, which resulted in elevated blood glucose, therefore patient had received correction injection via multiple daily injections (mdi). The infusion set was in use for 12 hours. The patient replaced infusion set and resumed insulin deliveries successfully. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information was available.